Manufacturer narrative:
The medical team reported that the reported event of ventricular tachycardia is most likely a result of the patient's condition and prolonged arrhythmia. Cardiac arrhythmias, such as ventricular tachycardia, are also found to occur more frequently in patients diagnosed with heart failure. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event of ventricular tachycardia is the patient's previous history. The medical team also reported that the patient was reported to be compliant with all medications prior to his admission. The elevated inr levels that he experienced were believe to be related to liver congestion from right ventricular dysfunction that developed. Though the root cause of the reported events cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias, right ventricular dysfunction and driveline infection are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical engineer, that this patient was admitted with complaints of back pain and spasms. Labs on admission were unremarkable. The patient subsequently experienced ventricular tachycardia (vt) and was shocked by his implantable cardiac defibrillator (ICD). He then developed ventricular fibrillation (v-fib) and was shocked five more times without conversion back to normal sinus rhythm. Intravenous (IV) amiodarone and lidocaine infusions were initiated and pump speed was decreased from 2800 to 2740 rpm. The patient was transferred to the ICU where he received another shock from his ICD. His rhythm remain unchanged so the medical team "sedated, intubated, and paralyzed" the patient. After further defibrillation he converted back to normal sinus rhythm. An echocardiogram was performed on (B)(6) 2015 but results were "still in process." No vad alarms were noted during this episode, but the pulsatility had decreased. When the patient was extubated on (B)(6) 2015 he was noted to have worsening right ventricular dysfunction and short runs of vt. At that time his international normalized ratio (inr) was supratherapeutic and his kidney function worsened. He was reintubated and taken to the catheterization lab for emergent tandem rvad placement. On (B)(6) 2015 the patient experienced heart rates of 170 bpm. Electrophysiology (ep) performed burst pacing to convert him out of vt. His ICD was then programmed not to shock him. From (B)(6) 2015 the patient also received continuous renal replacement therapy (crrt) and was transitioned to intermittent hemodialysis (ihd) with the last dialysis treatment on (B)(6) 2015. The patient is now making urine and is off dialysis. Of note, the patient was reported to be compliant with all medications prior to admission. The elevated inr levels were believe to be related to liver congestion from right ventricular dysfunction. The medical staff is closely monitoring his inr with regular thromboelastographies (tegs). The patient was subsequently started on a heparin infusion and 81mg aspirin. The patient was extubated on (B)(6) 2015 and is now reported to be receiving therapy. The last report received indicates that he remains in the ICU on tandem rvad and lvad support. The medical team indicated that the reported ventricular tachycardia is most likely a result of the patient's previous history of ventricular tachycardia. The patient remains status 1a status with unos. The site is still waiting for a transplant at this time before considering the alternative of switching out the tandem rvad for the manufacturer rvad.